Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the medication was leaking during infusion. Per reporter, the issue appeared to be at the filter on the line. It was stated the patient presented to ward at approximately 9:30 pm and the leak had been going for approximately 1 hour. The patient had approximately a 12-hour break in treatment overnight as decided by hematology. The 84 microgram/3-day cadd the customer had on site, intended for connection the next day, was connected to patient at the time of the event. The event occurred at the hospital. There was no report of patient injury or medical intervention as a result of this event. Per reporter, there was skin contact with spilled blinatumomab solution to patient's fingers, and patient washed their hands thoroughly with soap and water. The patient did not report any complaints of skin reactions. The patient received 20mg IV dexamethasone 1 hour prior to restarting blinatumomab infusion the next day. Although reporter was not able to identify the origin of the leak, it was reported to be coming from the circle filter on the line.

Manufacturer narrative:
One extension set and one cassette device were returned for evaluation. One customer image was received showing the problem site at the inline filter. As received, there were no damages or anomalies observed. During the priming process, no pump alarms were displayed. The extension set with filter was then isolated and primed. A leak was observed at the filter air outlet. The complaint of filter leakage can be confirmed. The probable cause is due to the filter losing its hydrophobic properties.